Manufacturer narrative:
(B)(4). Batch # p93c7n. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11, and the generator immediately displayed the "replace instrument" alert screen. The device could then not be activated for further functional testing. Further investigation identified that the eeprom was not programmed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found at disassembly and inspection was a cracked internal component; the y-link. Our manufacturing process has been identified to be the possible cause of the eeprom issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopy procedure, the customer took the product out of the packing and set up the generator and instrument as the IFU states, however, customer kept getting the error message ¿replace instrument¿. After unplugging instrument, turning generator off, re-plugging instrument, and turning generator on, the same message occurred. The customer opened up a new device and carried on with the procedure. There was no report of patient consequence.